Event description:
It was reported that an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not fitting properly on the pump. Customer removed the o-ring and successfully loaded the cartridge. Customer's blood glucose was 156 mg/dl.